Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Visual and functional analyses of the returned polaris ultra stent were performed. The bladder pigtail was confirmed to be damaged (accordioned) and was torn on the bladder band (graduation mark). The side port hole was torn and the suture appeared to be cut and has some knots. Furthermore, a mandrel was inserted through the stent and it passed properly without resistance. Taking into consideration the findings from the product analysis together with all available information, the most probable root cause is operational context.

Event description:
¿Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 2134265-2013-09442 for the other associated device information. This event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that an amplatz super stiff guidewire and a polaris ultra stent was used during a ureteroscopy stone extraction and urology stent placement procedure last (B)(6), 2013. According to the complainant, during procedure, the guidewire come uncoiled inside a patient while putting up a stent. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine.